Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported via phone that the patient¿s liberty cycler experienced a fluid leak which was discovered during fill 1 of 4 of dialysis treatment. The patient contact reported m31 air detected in cassette warning alarms which occurred in drain 0 of 4 of treatment and prior to the leak. The patient contact stated all lines were securely connected. Fluid was not discovered in the pump module area or on the external of the cassette, and fluid was noted to have leaked from the patient's connection to the patient line. The patient contact was advised to cancel treatment. The patient contact stated they would re-setup with new supplies due to the fluid leak. There was patient involvement, but no harm or adverse event was reported as associated with the event. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient contact reported via phone that the patient¿s liberty cycler experienced a fluid leak which was discovered during fill 1 of 4 of dialysis treatment. The patient contact reported m31 air detected in cassette warning alarms which occurred in drain 0 of 4 of treatment and prior to the leak. The patient contact stated all lines were securely connected. Fluid was not discovered in the pump module area or on the external of the cassette, and fluid was noted to have leaked from the patient's connection to the patient line. The patient contact was advised to cancel treatment. The patient contact stated they would re-setup with new supplies due to the fluid leak. There was patient involvement, but no harm or adverse event was reported as associated with the event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.